Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The lead was returned to the manufacturer in segments after being explanted with no reason for replacement. The lead was analyzed and tested out of specification. Product analysis of the lead yielded a fracture while in vivo. A follow up with the patient's healthcare provider yielded that an infection had occurred and there were no product performance allegation against the lead. The lead was removed due to an infection. No replacement lead was implanted. No further patient complications have been reported as a result of this event.